Event description:
Same caes as: 6000093-2007-01669. It was reported that post a coronary drug eluting stenting treatment procedure, cardiovascular complications, coronary vessel and stent occlusions, and surgery occurred. Eleven months post the placement of two taxus express2 drug eluting stents the patient experienced cardiovascular complication, coronary vessel and stent occlusions, and open heart surgery. Post operative a sternal infection developed and emergency coronary bypass was performed. Additional information was requested, but has not been provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.